Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a neurosurgical procedure (cerebellar metastasis excision in park bench position), the mayfield modified skull clamp (a1059) was reported to have a locking mechanism that was too loose. The frame unexpectedly mobilized (minimal rotation) when the locking mechanism was released, indicating insufficient resistance of the lock. The surgical team managed the situation by re-tightening the locking screw, allowing the procedure to continue. No patient injury was reported; however, the event was considered to present a potential risk of cervical injury.